Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the t:clip case was damaged and the pump slid out of the case, pulling out multiple infusion sets. There was no impact to the customer's blood glucose level.